Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.

Event description:
During an initial implant procedure, it was noted the left ventricular (lv) lead became dislodged. The lead was explanted and replaced to resolve the event. The patient was stable.